Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The tip was not returned for evaluation. Based on the evaluation of the data, the handpiece and system performed as expected. It was reported that an unknown numbing cream was used during treatment. Thermage flx user manual warns users not use local injections, tumescent anesthetic or nerve block techniques to manage patient comfort during the thermage procedure. The use of these types of pain management techniques increases the risk of tissue injuries. Based on the available information, this treatment was performed in an unsafe manner.

Manufacturer narrative:
Based on the evaluation of the data log, the hand piece and system performed as expected. However, the system was low on cryogen when it was first powered up. A new can was installed but the system was not given enough time to come to pressure and to let the can warm up. 5 minutes after power up and cryo can replacement, treatments began. System needs to sit for 15 minutes for it to come to pressure and to warm up the can prior to treatments beginning. Requested treatment tip was not available for return and thus could not be evaluated. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient experienced burn and blisters on the neck area a day after undergoing a thermage treatment. The patient was treated with an unknown steroid. Available photos were reviewed. Multiple areas of post inflammatory hyperpigmentation are visible on both sides of the neck. It is unknown at this time if there will be permanent damage as the outcome was not reported. The maximum power level used was 3.5. The reporter stated they used an adequate amount of cryogen fluid. The tip was inspected before and also during the procedure at every 50 reps and no issues were noted. Tip was discarded and therefore is not available for evaluation. No system errors were reported.